Event description:
Complainant alleged that during a routine shift check by a clinician, the device gives a "attach pads" prompt with pads attached. Complainant indicated that there was no pt involvement in the reported malfunction.